Manufacturer narrative:
The reported event low lead impedance was not confirmed. As received a complete lead was returned in one piece. Visual inspection found no anomalies. Electrical testing was normal. The s-curve hump height was measured within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found that the left ventricular (lv) lead exhibited high pacing impedance measurements. The physician elected to not use the lv lead during the surgery. The patient was in stable condition throughout.